Manufacturer narrative:
The insulin pump had no button response on down arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. The device had cracked case at display window corner upper right corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was performed. The device was returned for analysis.